Event description:
Variable svc impedance measure noted b/t 60 and 116 ohms. Ttr, ttc ring to coll and defib measures show minimal variability. R: gen change occurred (B)(6) 2021. Rv lead is a 350 053 linox lead implanted 2007. Svc variable impedances may be related to loose set screw, possible fracture of the svc. Recommended testing with isometrics with ttc and coil to coil egm, include pocket manipulation. If physician determines that he/she will go back in, perform tug test on that lead. Physician may consider turning svc off. Review defib impedance measures with svc off. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).